Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with itching, rash and scar under entire patch area. A skin scar was reported; however, as the patient was unreachable despite contact attempts, we were unable to confirm whether the scarring is permanent. The patient used a smith & nephew skin barrier spray product, and it did not help to minimize or prevent skin reaction. There was no documentation of treatment provided, the patient just kept the affected area clean and dry. At the time of the report, patient condition was unspecified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.